Event description:
Additional information received indicates that there was no impedance on the second lead.

Manufacturer narrative:
Per additional information received (b5), this device no longer meets the reportability requirements.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.